Manufacturer narrative:
Added d5

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal dissecting aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. The proximal of the trunk ipsilateral leg endoprosthesis was deployed and then a contralateral leg endoprosthesis was implanted in the left common iliac artery. Then, the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was deployed and an iliac extender endoprosthesis was implanted in the right common iliac artery to extend the ipsilateral leg. It was confirmed the distal end of the iliac extender endoprosthesis covered the ostium of the right internal iliac artery partially but the blood flow had no issue. The iliac extender endoprosthesis was pushed up using a balloon catheter. Upon the left side was confirmed, the contralateral leg endoprosthesis landed in the left external iliac artery and covered the left internal iliac artery. It was due to misread the iliac artery bifurcation. An entire angiography revealed a type ii endoleak from the right lamber lumbar artery. No treatment was performed for the endoleak. Two bare stents were implanted to each the right internal iliac artery and the right external iliac artery using a kissing technique. It was confirmed there was no issue with the blood flow of the right internal iliac artery and the right external iliac artery and then the procedure was concluded. The patient tolerated the procedure. The physician stated that the left internal iliac artery was covered by the contralateral leg because it was difficult to confirm the bifurcation of the iliac artery since a contrast dye was pale. And the physician stated about the right intern iliac obstruction that the blood flow of the right internal iliac artery had no issue but the bifurcation of the iliac artery was difficult to confirm and the left internal iliac artery was covered, therefore the bare stents were implanted to in the right internal iliac artery and the right external iliac artery to secure the blood flow of the right internal iliac artery.